Event description:
It was reported that the customer was in the hospital with high blood glucose of 847 mg/dl. Symptoms included dehydration, kussmaul breathing, and acidosis. Causes of hospitalization were diabetic ketoacidosis, hyperkalemia, dehydration and traces of amphetamines. She was treated with an intravenous drip and insulin. Customer's insulin pump was malfunctioning and gave a button error alarm. It was advised to discontinue use and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.